Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during drain 1. The home patient (hp) stated that she had disconnected during drain 1 and then reconnected. The baxter technical representative (tsr) had the hp cycle power and the hc alarmed se 2367. The tsr had the hp cycle again and the alarms cleared. The tsr reviewed proper procedures. The tsr explained the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) this complaint for a system error (se) 2240 (air in set) was confirmed. As per the complaint information the cause of the se 2240 was due to the patient disconnected and reconnected during therapy. The cause is determined to be use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.